Event description:
It was reported that the right atrial lead exhibited loss of capture on (B)(6) 2010. The lead was successfully repositioned the following day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.